Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the beach and had the pump in the sun, resulting in a temperature alarm. The customer resumed insulin delivery after cooling the pump down. The customer's blood glucose level was 400 mg/dl and it was addressed with a bolus.